Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37092, lot# 290630001, implanted: 2011 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) replacement one day prior to report. The patient stated he woke up the next day and only had stimulation coverage in the lower right leg. There was stimulation in the wrong location. The patient did have some success with the prior device and that was why the patient was ¿freaking out¿ the morning of report not having coverage. The patient had received a call back from the manufacturer representative on the date of report and the patient and manufacturer representative would set up a time to meet. Later, the patient was seen 2014 (B)(6) for reprogramming and, as far as the manufacturer representative was aware, the patient was receiving effective therapy. Refer to manufacturer report # 3004209178-2014-17007 for the patient¿s prior device.